Event description:
Post cleaning inspection revealed residual soils in the gap/collar area of intuitive force feedback cadiere forcep. Clinical educator from intuitive and a facility infection preventionist observed the decontamination process to assure that all the steps of the IFU were followed. Residual soils detected post cleaning during micro borescope inspection. IFU appears to be insufficient to properly clean the instrument. Additionally, the construction of the distal end of the instrument makes it very difficult to detect residual soils. This poses a significant risk to patients.